Event description:
Main body deployment completed. Contralateral limb cannulated without difficulty. Suprarenal stent deployed, ipsilateral limb released, coontralateral iliac leg inserted and deployed without difficulty, and no radiographic confirmation of the left hypogastric artery, planned ipsilateral iliac leg extension inserted with a one stent overlap; deployed without difficulty. Molding balloon was used to mold the proximal and distal sealing zones along woth the overalp junction points. A post angiogram revealed an early filling endoleak at the level of the lumbar arteries and at the junction point area of the stent legs. Molding balloon was re-inserted and inflated in the ipsilateral leg at the area of the overlap between the iliac leg extension and the iliac leg graft. Another angiogram revealed continued endoleak. Another manufacturer's stent was deployed in the area of the proximal 17mm sealing stent of the main body graft. Stent was post dilated with a large diameter angioplasty balloon. Post angiogram taken revealed the continued endoleak. An iliac leg extension was placed in the contralateral leg, in the area of the overlap of the iliac leg graft and the contralaterl limb of the main body graft. Post dilatation completed and another angiogram revealed the continued endoleak showing the same endoleak detail as the first post angiogram. A final treatment with an iliac leg graft deployed in the ipsilateral leg, in the area of the overlap of the main body graft, the ipsilateral iliac leg extension, iliac leg graft and the expanable balloon stent. Post angiogram taken, revealing the same appearnce of endoleak as prior runs. Case concluded at the time with the result of a continued type ii endoleak. Patient will continue to be monitored. Refer to 1820334-2003-00253 and 1820334-2003-0255.